Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. Evaluation found a dislodged mechanism screw wedged between the motor, camshaft magnet and upper finger preventing the motor to rotate as expected. Once the screw was removed the unit was able to operate as expected. The failed motor assembly, cam shaft, finger, and mechanism mounting screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. There was no patient involvement.